Event description:
It was reported the patient had stimulation in the wrong location. The patient had contralateral stimulation on the right due to confirmed lead migration. The patient had stimulation of the right leg and persistent left stimulation without paresthesia and distal effect in left leg. The lead was re-positioned and the event required hospitalization. The product issue was resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient did not have a recrudescence of pain due to the electrode migration.

Manufacturer narrative:
Concomitant: product ID 3898, lot# unknown, implanted: 2013-(B)(6), product type lead. (B)(4).